Manufacturer narrative:
B4: (B)(6) 2021. The customer reported that the ventilator's touchscreen was experiencing issues and could not be calibrated during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. Based on this information, the issue was found during testing present no direct harm to the patient and is not reportable event.

Manufacturer narrative:
(B)(6) 2021. Reporting institution phone number - (B)(6). Reporter phone number - (B)(6). Patient code - (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported that the ventilator's touchscreen was experiencing issues and could not be calibrated. Patient involvement information is unknown but has been requested. No patient or user harm was reported.